Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). The patient was asymptomatic. Programming changes were performed. Further information was requested but not received.

Event description:
New information received stated that the patient was awake, alert, and comfortable before, during, and after programming changes. The patient weight is not available.